Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During a surgery, consecutively 4 sutures were opened and the needle broke off. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint(B)(4) date sent to the FDA: 12/12/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm if the entire needle detached/pulled off from the suture or if the needle broke into separate pieces. Please specify for each involved device. Did the needles separate from the suture strand before use on patient? Or were needles separated during dispensing? Or were needles separated during use on patient? Can you identify the lot number of the product used? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacturing and expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.